Event description:
It was reported that the implantable pulse generator became inoperable due to the device have use in high settings. Patient lost therapy as a result. The device was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.